Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via social media of a keypad anomaly. Further investigation found that while attempting a bolus, the numbers began to scroll. The customer took the battery out and had to reprogram the date and time, then the buttons became unresponsive. The customer then took the batteries out and after putting them back in received a battery out limit alarm. The customer's blood glucose level was 225 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. However, a corroded battery tube was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked case at the reservoir tube window corners and cracked battery tube threads.